Manufacturer narrative:
(B)(4). The customer reported that monitor battery fell during transport of a patient and struck the patient's forehead. This case is considered not to be a serious injury as the patient was provided only some cooling and not a medical intervention. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor fell during transport of a patient and struck the patient's forehead.